Event description:
It was reported that a user of the ilet with dexcom g7 experienced persistent high blood glucose readings in the 200 mg/dl after a supply change, with fingerstick confirming 231 mg/dl and no pump alarms, and the issue resolved only after a full supply change including connectors and infusion set, consistent with an infusion set issue or occlusion potentially related to scar tissue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting and education and complete replacement of infusion components with insulin delivery resumed. Investigation of this case revealed performance consistent with an infusion set occlusion or reduced absorption at the site, which resolved after changing the infusion set and connectors. It was concluded, based on previously established findings for similar reports, that the cause was infusion site or set-related obstruction or impaired absorption.